Event description:
10-15-96 dr. Performed a right hemi-colectomy. He did a functional end-to-end anastomosis using a linear cutter or a gia, he does not know which. He closed the openings with the tl60. During the post operative period the patient developed a leak. The patient was reexplored and iliosotmy was performed. There were some open staples present. These were not saved. There is no material for co's evaluation. The patient has had a very septic course, but has shown some improvement over the past few days.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: info unavailable. D5,6;h4,6: info unavailable, device not returned for analysis.